Manufacturer narrative:
Batch review performed on 17 july 2019: lot 111403: (B)(4) items manufactured and released on 19-oct-2011. Expiration date: 2026-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability which was caused by laxity. The surgeon revised the 17mm poly with a 20mm poly 3 years and 1 week after primary. The surgery was completed successfully.